Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned femoral found signs of use and a lack of bone ingrowth. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a health care professional. Review found evidence of loosening of the tibial component. Sizing of a right total knee arthroplasty is appropriate. Mild osteopenia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 141238 - biomet cc cruciate tray 91mm mm - 2019070376. 183682 - vngd ps tib brg 12x87/91mm mm - 270850. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02048, 0001825034-2021-02049.

Event description:
It was reported that the patient underwent an initial surgery and subsequently, the patient underwent a revision due to loosening of the cement-less femoral vanguard ps component 4 months after implantation. It was also discovered that the tibial component was showing signs of loosening and that there were black spots visible on the pe bearing. Attempts have been made and no further information has been provided.